Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had not reported the symptoms. The customer was treated with bolus. Customer¿s high blood glucose level was 500 mg/dl at the time of the incident. Customer¿s current blood glucose level was advised as 235 mg/dl. Customer stated that they were in the hospital due to high blood glucose level and I just received a kidney transplant and I am on steroids and I know that this is causing the high blood glucose level and I was hospitalized due to my high's. Customer performed troubleshoot for high blood level. The drive support cap appeared normal. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also stated that the cannula is bent. Customer stated that no delivery alarm. Customer was assisted troubleshoot for no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime. Customer states the insulin did not exit . The product was not returned for analysis.